Event description:
Subsequent information received indicated that the system continued to exhibit out of range shock impedance measurements. A local field representative reported that both a defibrillation threshold (dft) test along with low and high output commanded shocks were done previously. The shock impedance measurements obtained during the tests were normal, thus the physician elected to continue with remote patient monitoring. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance via patient remote monitoring system. Additional information indicated that the shock impedance had been ranging from 115-125 ohms for some time. Patient will just be monitored and impedance measurement would be documented. Further, if the impedance tends to go higher they will bring the patient in for testing. Subsequently, the cause of the observation has not been identified. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information received indicated that the system continued to exhibit high out of range shock lead impedance measurements of more than 125 ohms. A defibrillation threshold (dft) testing was performed. The shock impedance measurements obtained were within the normal range. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought in to perform non-invasive programmed stimulation (nips) and was not able to convert. Subsequently a revision procedure was performed where the high voltage rv lead was surgically abandoned. The ICD remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Additional information was received that the patient was lost to follow up. Upon interrogation there continue to be high shock impedance measurements for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). The physician sheduled a revision procedure, however the patient continues to be non-compliant with follow ups and has not come to any physician appointments. The rv lead and ICD remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the x-ray showed a lead fracture in the clavicle area.

Event description:
Additional information was received from the clinic that the previous dft testing noted high out of range shock impedance measurements for coil to can at 138 ohms and coil to coil at 158 ohms. Triad configuration was high at 118 ohms, but not out of range. The clinic contacted boston scientific technical services (ts) since the shock impedance measurement continues to measure high and out of range as noted via the remote home monitoring system. Ts suggested further review of the device's memory and in clinic evaluation of the patient. The system remains in service and no adverse patient effects were reported.